Event description:
It was reported that the charger cable for the user¿s ilet system stopped working, and the user began using a different charger; a replacement supply shipment was arranged. Customer care provided support that included review of user report and logistical confirmation of replacement supplies. Investigation of this case revealed a nonfunctional charging cable consistent with a device component malfunction of the charger assembly. No clinical effects or symptoms reported during the event. Outcomes included no impact on health and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was component failure due to a faulty or worn charging cable.